Event description:
Adverse event(s): no patient impact (no consequences or impact to patient). Product problem(s): "system message received" (device displays error message). A customer reported during set-up a system message was received. The system was rebooted multiple times and was unable to clear the message. Another system was brought in resulting in a one hour delay of the case. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).